Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjo (B)(4) on behalf of the importer (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
While transferring the resident from bed to chair with a floor lift and a clip sling, one of the clips broke and resident fell to the floor, landing on side. She sustained a laceration to left part of head, and broken arm. She was admitted to the hospital.